Event description:
A customer in the united states notified biomérieux of a false negative cefoxitin screen (oxsf) result for staphylococcus aureus when testing a patient isolate with the vitek® 2 ast-gp67 test kit (ref 22226, lot 1321025203). Alternate testing via pbp2a obtained a positive result. No other information was provided by the customer. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed following customer report of a false negative cefoxitin screen (oxsf) result and an oxacillin (ox) mic of 1.0 when testing a staphylococcus aureus strain on vitek® 2 ast-gp67 cards, lot 1321025203. Repeat vitek testing gave a positive oxfs, along with an ox mic = 1.0. Additionally, pbp2a testing was positive. Customer originally said that they did not want to pursue an investigation of this strain, so strain was not available for testing. However, on 18sep2019, lcs notified gcs that this customer would now be submitting strain n for investigation. The customer's isolate was received and subcultured to remel tsab agar. Isolate identification was confirmed to be staphylococcus aureus via vitek 2 gp ID cards. Additional internal susceptibility testing included ast-gp67 cards from the customer's lots and a random lot (1320690203) as well as agar dilution (ad) testing (the reference method for ox), cefoxitin disk diffusion testing (the reference method for the vitek2 cefoxitin screen (oxsf) test) and also pbp2a testing. Testing was performed with vitek 2 software v8.01. Internal vitek 2 testing resulted in positive oxfs screen and an ox >/= 4.0 (r) for both the customer and random lot. Internal reference testing resulted in an ad ox mic = 4.0 (r) and a positive cefoxitin disk test with a diameter of 21mm. Additionally, pbp2a testing was positive. To summarize, customer's negative oxfs test and susceptible ox mic discrepancies were not reproduced. Cards are in essential and categorical agreement with reference methods and are performing as intended. The vitek 2 ast-gp67 lot #1321025203 met final qc release criteria. The lot passed qc performance testing.